Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen 600 mcg/ml at 124.64 mcg/day and dilaudid 3 mg/ml at 0.8309 mg/day via an implanted pump for non-malignant pain. It was reported the patient had a massive stroke in (B)(6) 2015 (stroke was not device related) and stroke was caused by blood clot to brain. It was reported the patient had a lot of other (non-device related) medical issues going on and there was no suspected correlation between the pump and the stroke/issues. It was noted since the stroke the pump had been maintained and the baclofen hadn't been added until about a year after the stroke. It was reported concerning the pump, the patient was experiencing some withdrawal symptoms, not from the narcotics she takes (patient had taken other narcotics) but withdrawal from the baclofen. The healthcare provider (hcp) thought that baclofen withdrawal was giving the patient some of the issues she was currently having. The withdrawal symptoms included vomiting, the patient had a feeding tube but the patient could also eat. It was noted the first thing hcp did was turn off the tube feeding to let the stomach settle down to see if an overfeeding had caused this but even with the food line turned off the patient has had other vomiting experiences, so the reporter was pretty sure the vomiting was tied to patient withdrawing from drug. It was also reported the patient was recently put into a nursing home and they advised the pump be turned off. The patient was on a regimen of methadone and morphine. The reporter had pump telemetry read out during the call and said they believed that the pump had run out as of (B)(6) 2019. The pump had not alarmed. It was noted the patient¿s managing doctor told the reporter to secure a company representative (rep) and get orders from the nursing home doctor so the rep could turn off the pump. The reporter was to follow up with the hcp. The change in therapy/symptoms was sudden and withdrawal symptoms began on (B)(6) 2019. No further complications were reported or anticipated.